Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. The following defects were found and corresponding actions were taken with the device upon evaluation. Both covers are damaged - replaced. The tube holder was rusty - color coding for tube set replaced. Mechanically damaged keypad - hand control set replaced. Insertion lever defective and rocker arm failure - replaced. Holder for compressed air reservoir defective - replaced. Air-connector defective - replaced. -defective pump roller - replaced. -physically damaged front panel - replaced. -physical damaged enclosure-bezel - replaced. -unit is not calibrated correctly - newly calibrated. The device was repaired, tested and found to be fully functional. User mishandling of the device is the most probable root cause of the physical and mechanical damages to the various parts of the device. Also fluid ingress into the device has caused the corrosion of the tube holder. However, given the information provided, we cannot determine a definitive root cause for the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/28/2011 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during preventative maintenance that a failure was detected during electrical safety test at the service center. It was reported via service request that there was no reported malfunction from the customer, no patient involvement, no surgical delay.